Event description:
Customer reporting 1 false positive sars result. Patient unknown to be symptomatic or asymptomatic. Customer did confirmation testing with pcr.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.